Event description:
It was reported during a left atrial flutter ablation a small pericardial effusion was noticed at the start of the procedure using intracardiac ultrasound. Baseline bp was noted to be 90/60. Double transeptal was performed and the pulmonary veins were isolated. While performing a left atrial isthmus line the pt's blood pressure was noted to be down to 70/40. Intracardiac ultrasound was used to identify a large pericardial effusion as thick as 1.5 cm. Pericardiocentesis was performed and approx 760 cc of fluid was removed from the pericardial space. The pt was stabilized with a blood pressure of 80/50 in the recovery room at the time of the call. The pt will be admitted for observation. The facility indicates that the preexisting effusion combined with anticoagulation for the procedure may have contributed to the incident.